Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that cardiac perforation was observed post implant of rv lead. The lead was repositioned. Patient was transferred from ICU for recovery. Patient is stable.